Manufacturer narrative:
(B)(4). The reported condition of a "battery low alarm" was confirmed during device evaluation. Quality engineering determined that the root cause was due to depleted/defective main batteries. The main batteries were replaced to resolve the reported condition.

Event description:
It was reported to baxter mexico that a flogard infusion pump had a battery low alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).